Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-14060. It was reported the patient is no longer receiving effective stimulation. An sjm representative met with the patient and reprogramming was unable to resolve the issue. X-rays were taken and showed the lead has migrated. It was also reported the patient is experiencing and increased recharge burden. The patient underwent revision surgery on (B)(6) 2012 where her lead and ipg were both replaced with new ones.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.